Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that during testing it was observed that the device had an error code 1124 battery failed message. It was reported there was no patient involvement at the time the issue was discovered.it was observed that the battery and the power management (pm) board were broken. The fse replaced the pm board and battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has battery failure. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The ventilator screen reported an error of battery failure, the screen kept reporting an error of battery failure while the ventilator was running. The fse opened the battery cover on the right side of the upper part of the instrument with video guidance, removed the battery connection cable and restarted the instrument. The instrument still reported a battery fault, and the engineer indicated that the pm board of the instrument was damaged and needed to be replaced.